Event description:
The pt experienced intermittent relief. It was noted the pt had "good relief" for a month, then a month without relief. The pump was programmed to flex mode with 110 mcg boluses approximately every 3 hours. The healthcare professional (hcp) thought the catheter may have been too deep in the pt's ventricle. The pt was scheduled for a revision of her intra-ventricular catheter. The surgery occurred (B)(6) 2011. The hcp planned to pull the catheter back 2 cm and monitor the pt's response. However, during surgery, the hcp found it very difficult to withdraw csf from the catheter via the side port. There was a lot of resistance and air bubbles kept appearing in the syringe. The hcp tried removing the clamp/tubing and using several different needles from the cap kit. The hcp then decided to open the pump pocket, and discovered a "yellowish film over the suture-less connector hub." After connector was disconnected, the hcp was able to easily withdraw csf. A new suture-less connector was attached. The hcp was again able to easily withdraw csf. Following the surgery, the pump was restarted at 600 mcg/day simple continuous mode. Drug infused via the pump was lioresal.

Manufacturer narrative:
(B)(4).